Event description:
It was reported to philips that the device failed the battery test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A philips fse evaluated the device. The reported problem was observed by the person performing the evaluation for philips. The fse provided a quote for a replacement battery. It has been concluded that no further action is required at this time.